Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the cartridge was re-loaded and insulin delivery was resumed. Additionally, it was reported that the pump battery was depleting quickly. Customer's blood glucose ranged from 126-136 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.